Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose of 47 mg/dl, consumed orange juice as oral glucose, and a fingerstick recheck 15 minutes later was 132 mg/dl; the user was unsure of the cause. Symptoms included those consistent with hypoglycemia. Outcomes included resolution of the low glucose without hospitalization. Investigation included troubleshooting and education performed during the call. Investigation of this case revealed no device malfunction reported or confirmed, and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.